Event description:
A report was received with the following event description: "went to charge up, service light, and could not charge." A back-up device was immediately available and used throughout the remainder of the call. Patient was resuscitated.